Event description:
A caller reported that the t: slim x2 pump battery was not charging, with a power source alert, alert 07, appearing in the pump history. The issue had resolved prior to contacting customer support, and the customer did not change the charging supplies to fix the problem. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.